Event description:
During a spine procedure, the handpiece heated up during the procedure. It was noted that the plastic was melted on the instrument. The pt suffered no adverse effects as a result of the incident. The surgery was prolonged 15 minutes.

Manufacturer narrative:
The item has not been returned to date. All of the available information has been forwarded for analysis to the MFR.